Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed delivery accuracy test. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. The pump was received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 409 mg/dl at the time of incident. The customer's blood glucose was 409 mg/dl at the time of call. The customer stated that they had symptom of high blood glucose such as nausea. The customer stated that they treated the high blood glucose with manual injection. The customer performed high pressure test and the insulin pump. The customer stated that the logo on the insulin pump was missing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.